Event description:
It was reported that the device was unable to be interrogated and was not responding to the application of a magnet; the device was at end of service (eos). When the patient was last seen in the clinic, the estimated battery longevity was 3 years. Follow-up was attempted to clarify if there was an allegation of premature battery depletion and to determine if the device was replaced, however no further information has been received. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : (B)(4): the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).